Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. Cultures taken identified pseudomonas as source of infection. Intravenous (IV) antibiotic treatment was required and implant pocket was washed out with antibiotic solution and infected tissue was excised. The implantable pulse generator (ipg) system was explanted. A temporary lead was placed as patient is pacemaker dependent until infection subsides.  No further patient complications have been reported as a result of this event.